Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient bumped their device on a door handle, maybe a week ago, and they swelled up really bad and were in a lot of pain. It was noted that it had been getting a little better, but now they were stating that they ¿felt like the device had moved inside of them¿ because of how hard they hit their hip. The patient¿s daughter stated that they felt around the device and it felt like heat was coming out of it, and it looked like it was poking out. They wanted a healthcare provider to check the device and make sure it was running correctly because it was still very tender around that area, but the patient did not have a managing healthcare provider due to a recent move. They were sent a list of healthcare providers in their new area, and it was reviewed that they could turn off the patient¿s device until they were able to meet with a healthcare provider. No further patient complications were reported.